Event description:
It was reported that the customer received a button error alarm on the insulin pump. It was reported that the escape button was pressed for a duration of more than three minutes. The customer could not clear this alarm. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
The device alarmed for button error due to corroded keypad traces. Pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, and a scratched display window.